Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. The balloon was tightly folded with blood in the hub, lumen and balloon. Microscopic inspection revealed a pinhole on the distal edge of the proximal markerband. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the left anterior descending artery (lad). An 8mmx3.00mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, when the physician attempted to inflate the balloon, the balloon was not holding pressure. The physician figured it out and found a hole inside the balloon. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.